Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the patient had a blood glucose of 17-19 mmol/l with moderate ketones of .8 mmol/l. The reporter confirmed that they tried changing out the complete set up but the blood glucose levels did not come down. The reporter stated that when reviewing the pump, the basal rates that were written down did not match the basal rates in the pump. The basal history was reviewed and the basal totals did not reflect the values written down. The reporter stated that the patient would not have changed the rates in the pump, but reported that it was possible that a school aid may have. This report is made based on the allegation that the patient experienced hyperglycemia related to incorrect rates in the pump.